Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported poor image quality. No pt injury was reported.